Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected to decrease longevity due to increase power consumption. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.